Event description:
Related manufacturer report number: (B)(4). It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited high pacing impedance, low pacing impedance, possible insulation damage and p-wave amplitude variation, the pacemaker exhibited high pacing impedance and intermittent capture. Patient had also experienced arrhythmia, dizziness, shortness of breath and fatigue. As a resolution the ra lead and the pacemaker were explanted and replaced. There were no patient consequences.